Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose was over 600 mg/dl with ketones. Review of pump data by tandem technical support identified an occlusion alarm. Customer had already changed out infusion set tubing and infusion site; therefore, troubleshooting could not be performed to identify the source of the occlusion. Customer delivered a correction bolus to address elevated bg.